Event description:
The customer reportedly obtained a 303 mg/dl on the accu-chek advantage system in comparison to the professional meter result of 105 mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer does not have the strips used during the event. The suspected product is unavailable for return; replacement was sent.